Event description:
Report received from baxter states patient experienced respiratory arrest as the result of an overinfusion. Reporter stated device contained 3ml of morphine hydrochloride, 2ml of droperidol, and 25 ml of mepivaciane hydrochloride. Reporter states the patient was administered an "antagonistic drug of morphine" and fully recovered. No additional information is available regarding identification of drug administered to patient.